Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the micro reciprocating saw experienced a loss of function. As no back-up device was immediately available, there was a delay of approximately one hour. The procedure was completed successfully; it is unknown whether the patient required additional anesthesia as a result of the reported delay. No other medical intervention or adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility, the micro reciprocating saw experienced a loss of function. As no back-up device was immediately available, there was a delay of approximately one hour. The procedure was completed successfully; it is unknown whether the patient required additional anesthesia as a result of the reported delay. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
The reported loss of function was duplicated. The technician found corrosion on the motor cartridge.